Event description:
Air entrainment via internal jugular site. Delayed tamponade.

Manufacturer narrative:
It is unclear from the report if the incident occurred as a result of the initial insertion of the 31fr bi-caval lumen catheter. Thirty one fr bi-caval lumen catheters are inspected 100% in production. The IFU warns that incorrect insertion can damage the vessels and/or heart structures.